Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient remains in the cardiovascular unit and ventilated status post re-implant on (B)(6) 2019. On (B)(6) 2020 at approximately 0300 patient became agitated and flow and power numbers had a dramatic increase along with pulsitile index (pi) drop. There were no other signs of decompensation clinically and the patient remains the same clinically since event and flow and power numbers have decreased this morning. Heparin drip parameter was increased after event for goal ptt of 50-70 vs. 45-50. Patient has evolving right thalamic/posterior cerebral artery territory infarcts with minimal internal petechial hemorrhage influencing treatment options. During the analysis of the log starting on (B)(6) 2020, four power fluctuations above 10 watts along with an increase in power and flow was observed. This event was identified as suspected thrombus by the physician. The patient suffered an embolic stroke after thrombus suspected by increased pump powers. An echo; and CT of the head was performed. Lactate dehydrogenase (ldh) and plasma free revealed indicative of thrombus in pump. The patient became unresponsive and suffered severe neurological damage with a poor prognosis of recovery. The family chose to make the patient comfort care and the patient expired on (B)(6) 2020 due to pump thrombosis. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump thrombosis could not be confirmed through this evaluation as the pump is not available for analysis. Moreover, review of the submitted system controller log file confirmed the report of elevations in pump power/flow; however, a specific cause for the elevated parameters could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported abnormal ldh and pfhgb lab values, cerebral artery territory infarcts with minimal internal petechial hemorrhage, embolic stroke, and patient outcome could not be determined through this evaluation. It was reported that while the patient was still admitted and ventilated following a pump exchange on (B)(6) 2019, he became agitated on (B)(6) 2020 with a dramatic increase in pump power/flow and reduction in pi values. There were no other signs of decompensation clinically and pump power/flow values had decreased by the following morning on (B)(6) 2020. It was noted that the patient¿s heparin drip parameter was increased following the event on (B)(6) 2019 for a goal ptt of 50-70 versus 45-50. Information provided on 07jan2020 indicated that the patient had evolving right thalamic/posterior cerebral artery territory infarcts with minimal internal petechial hemorrhage influencing the center¿s treatment options. The submitted log file began on the date of the pump exchange on (B)(6) 2019 and showed that pump power and estimated flow initially remained stable in the ranges of about 5-6 watts and 4-5 lpm; however, beginning early on the morning of (B)(6) 2020 at 1:24 am through the end of the log file on (B)(6) 2020 at 9:28 pm, pump power and estimated flow values were noted to be significantly increased, peaking at 17 watts and 12 lpm, respectively. The elevated pump power/estimated flow values were associated with reduced average pi values and were all associated with pi events. The observed changes in pump parameters were not associated with any alarms or atypical low speed/pump stoppage events. The pump appeared to be operating as intended. Additional information provided indicated that the cause of elevated pump power/flow was identified as suspected thrombus by the physician. The patient experienced a new embolic stroke after thrombus was suspected. According to the account, an echo, head CT scan, and ldh and plasma free hemoglobin lab values were all indicative of thrombus in the pump. The patient was unresponsive and suffered severe neurological damage with a poor prognosis of recovery. He was placed on comfort care and ultimately expired on (B)(6) 2020 reportedly due to pump thrombosis. Information provided indicated that the pump would not be returned as it was not explanted following the patient's expiration. The heartmate ii lvas IFU lists device thrombosis, hemolysis, peripheral thromboembolic event, stroke, bleeding, neurologic dysfunction, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.